Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with mesh due to stress urinary incontinence and cystocele. Second product not j&j implanted at same time as mesh - aris - by coloplast. It was reported an aris trans-obturator tape was used for the urethropexy during the (B)(6) 2007 surgery. It was reported that following insertion the patient experienced erosion, dyspareunia, pain, infection, urinary/bowel problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2007. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012. It was reported that patient underwent mesh revision/removal on tba. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 03/10/2014. A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.